Manufacturer narrative:
According to the customer, on (B)(6) 2026 the umbilical cord clamp detached resulting in umbilical stump bleeding. The customer reported the patient "required nicu admission, vitamin k, and blood transfusion." Per the customer, the patient was "discharged home from the nicu on (B)(6) 2026." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 the umbilical cord clamp detached resulting in umbilical stump bleeding. The customer reported the patient "required nicu admission, vitamin k, and blood transfusion." Per the customer, the patient was "discharged home from the nicu on (B)(6) 2026."